Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to misuse or mishandling of the device prior to or during use, which resulted in damage to the distal surface and altered the smooth profile required for atraumatic navigation through confined anatomical spaces.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-8850ds nanoscopic release system bottom of the clear cannula was missing a piece of plastic and caused the device to get caught on the soft tissue. This was discovered during the case with no patient harm. Additional information was received on 9/29/25 from sales rep that no significant tissue damage resulted. The centerline sheath was noticed to be missing the plastic piece once the doctor was attempting to exit the carpal tunnel space and was getting caught on the soft tissue surrounding the incision. A second kit was used to use a new centerline sheath.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.